Manufacturer narrative:
Concomitant medical products: 3058, urinary ipg implanted: (B)(6) 2015 ,3889-28 urinary lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited brief high rv coil impedances. The coil impedances are currently within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.